Event description:
It was reported, the gastrointestinal videoscope exhibited issue where when the balloon channel was brushed, the brush bumped and blocked if the angled part was straight. It was noted that the issue occurred only if the brush was inserted from the proximal end, not the distal end. With a slight angulation, the brush ran through. The issue occurred during reprocessing. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was clogged the balloon water tube. There was no damage to the area where the foreign material was detected, and with the information acquired, it was unknown whether there were any deviations identified with the reprocessing performed according to the instructions for use. Therefore, the cause of the material remaining in the device could not be determined. The customer did not provide a cleaning disinfection and sterilization checklist, so it is unknown if there were any deviations. Whether there was deviation from IFU in reprocessing steps for the area foreign material remained or not was unknown. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  "·chapter 4 reprocessing workflow for endoscopes and accessories, ·chapter 5 reprocessing the endoscope (and related reprocessing accessories), ·chapter 6 reprocessing the accessories." Olympus will continue to monitor field performance for this device.